Manufacturer narrative:
The customer found that the tubing at the aspiration pump was disconnected. The customer re-attached the tubing, which repaired the leak and the failing start up. (B)(4).

Event description:
The customer reported a leak from the coulter act diff 2 instrument. The instrument was failing startup for red blood cells (rbc) and platelets (plt). The volume of the leak was about 2 cc and was not contained within the instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.